Event description:
On 10/13/2021 it was reported by a sales representative via sems that an ar-3210-0025 4k hd c-mount camera, is getting very warm/hot. This was discovered during use in a procedure. The patient was not affected. The case was completed using a different camera. Ts: checked the light source output, changed out the light cord thinking it was going bad and also tested the camera after the case in which it started heating up again.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Camera head) the evaluation determined that the reported event was caused by a defective camera head. This was attributed to wear and tear due to the age of the device.